Event description:
The manufacturer received information kidney disease/toxicity. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on sep 07, 2021, and h11 should be reported as the manufacturer previously received information kidney disease/toxicity. There was report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There was zero error code found. The manufacturer service center concludes that unit passed final test. Patient identifier was corrected in this report. Evaluation method code grid, evaluation results code grid, conclusion code grid was updated.